Manufacturer narrative:
The customer's report of fluid backing up from one bag to another bag ¿backflow¿ was confirmed. The received primary and secondary sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The check valve was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No anomalies or evidence of damages were observed with the sets during initial visual inspection. Functional testing was performed. The sets reprimed via gravity and it was observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of fluid backing up from one bag to another ¿backflow¿. The root cause was not definitively determined.

Event description:
It was reported that the fluid is backing up from one bag to another bag in ICU. The nurse stated that bubbles could be seen in the tubing line. There is a white filter with red in the middle where the problem may be. It appears the fluid is backing up from one bag to another bag and not flowing through the tube to the patient like it should. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 1000ml hospira bag, lot: 07-513-fw, exp: 1jul2021; 100ml ICU medical bag, lot: 09-039-jt, exp: 1mar2021. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the fluid is backing up from one bag to another bag in ICU. The nurse stated that in the tubing line, you can see bubbles in it. There is a white filter with red in the middle is where the problem may be. It appears the fluid is backing up from one bag to another bag and not flowing thru the tube to the patient like it should. There was no patient harm.